Manufacturer narrative:
Follow-up root cause.root cause:the field service engineer (fse) replaced the o2 solenoid to address the reported problem. Failure analysis on the returned o2 solenoid shows that the returned oxygen solenoid valve had debris stuck inside and a damaged o-ring which caused oxygen to leak. This caused e/c 1111 and failure of the oxygen flow accuracy test. Removing the debris and replacing the o-ring resolved the issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed oxygen device failed error. The customer reported the device was not in use on patient.